Event description:
A customer reported their epiq cvxi ultrasound system would not recognize a transducer on three of the four ports and produced image artifacts from the functional port during aortic heart valve replacement surgery. The surgery was unable to be completed using the suspect transducer and system. Repair of the system and investigation into the patient outcome are currently under evaluation.

Manufacturer narrative:
The evaluation of system logs and any suspect replaced parts is currently underway. Results from the event evaluation and system repair will be included in a follow up report upon investigation completion.

Manufacturer narrative:
A thorough investigation was performed, including analysis of the returned acquisition module, to identify the root cause of the reported issue. The engineering team confirmed that the error was not reproducible. However, repair services did note the connectors on the acquisition module were so dirty they caused noise/cannot detect transducer issues. As a correction, they cleaned the connectors. The replacement of the acquisition resolved the immediate issue. No further issues reported.

Event description:
A customer reported their epiq cvxi ultrasound system would not recognize a transducer on three of the four ports and produced image artifacts from the functional port during aortic heart valve replacement surgery. The surgery was unable to be completed using the suspect transducer and system. Repair of the system and investigation into the patient outcome are currently under evaluation.